Manufacturer narrative:
The ge service representative conducted an onsite investigation. The flash memory was erased and reloaded. The software and calibration files were reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed an x-ray disabled error message. No patient injury was reported.